Manufacturer narrative:
The previously reported death event was due to an outcome of pulmonary edema.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa /popliteal (r1) of the right leg. Approximately 16 months post the index procedure the patient expired, cause of death is unknown. The investigator reported that the death was not related to the study device, procedure or paclitaxel.